Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned to zoll manufacturing corporation for device evaluation. The reported problem (device did not deliver a treatment shock) was confirmed. The cause of the malfunction was a faulty c19 high voltage electrolytic capacitor. The root cause of the faulty c19 is undetermined at this time. The physical condition of the capacitor (swelled with leaking electrolyte) suggests an internal fault within the capacitor that caused overheating. Independent 3rd party failure analysis of the faulty capacitor is underway. All other components were functional. A review of the patient's flag files found that the monitor's self-diagnostics detected the problem with the high voltage charging circuit, and displayed a service code 102 (call zoll for service), 37 days before the date of the adverse event. A total of 44 service code 102 messages were displayed to the patient over the course of the 37 days. It is unknown why the patient or family did not call zoll prior to the event. We have confirmed through a review of the lifevest medical order paperwork that the patient did not have any visual or auditory deficits that would prevent them from seeing the service code 102 message or hearing the gong alert when the message was displayed. This event occurred on (B)(6) 2018. A software change, which makes the service code 102 messaging more prominent and persistent, was approved by FDA on 01/07/2019 and is actively being deployed per our recall strategy (FDA recall number z-0353-2018 (res (B)(4))). Device manufacture date: monitor: 11/15/2010, electrode belt: 4/17/2015.

Event description:
A u.s. Distributor contacted zoll to report that a patient passed away. It was reported that he passed away on (B)(6) 2018 between 01:00am and 02:00am. The patient's son was at the patient's residence at the time of the event, and reported that the device was alarming to perform CPR and call for help. The patient was reportedly sleeping in bed when he passed away, and no resuscitation efforts were made on the patient. A review of the patient's downloaded flag files indicated that the lifevest declared a treatable vf arrhythmia on (B)(6) 2018 at 00:35:25. The device then released gel 00:35:50. Due to a device malfunction, the monitor did not deliver a treatment shock to the patient. The device arrhythmia detection lasted from 00:35:25 to 00:56:18. The device then detected asystole at 00:57:17, 01:04:09, and 01:08:05. Bradycardia was detected at 01:09:30. The device was shutdown at 01:12:08 on (B)(6) 2018. There was no response button use during the event. A review of the patient's continuous ECG data was completed by a qualified consultant. Prior to the declared arrhythmia, the patient was in sinus rhythm at 60 bpm with pvcs. During the declared arrhythmia detection (00:35:25 through 00:56:18 on (B)(6) 2018), the patient was in vt at 250-270 bpm, degrading to vf with variable amplitude. At 00:56:29 the patient's rhythm transitioned to an idioventricular rhythm at 80 bpm. During the device asystole detections (00:57:17 through 01:08:05 on (B)(6) 2018), the patient was in an accelerated ventricular rhythm at 140 bpm, transitioning to sinus rhythm at 75 bpm, and degraded to asystole. The patient remained in asystole until the device was shutdown at 01:12:08 on (B)(6) 2018. The patient passed away on (B)(6) 2018.